Event description:
It was reported that surgeon revised cr poly insert to become a 13mm cs insert.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.